Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient will have revision surgery but it won't be scheduled until march because she is traveling this winter and doesn't want surgery right now. Information confirmed with hcp.

Event description:
It was reported that the patient experienced a return of pain, lead migration or dislodgement, loss of stimulation, stimulation in an undesired location, and high impedance readings (>40,000 on 0,4,5,3,7). Troubleshooting was performed, including reprogramming, but it failed to correct the stimulation location. The issue remains ongoing, cause was stated to be unknown.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a290 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.